Manufacturer narrative:
Per the tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Is was reported that the customer fell down the stairs and the touchscreen shattered. The pump was inoperable due to ¿ink blobs¿ on the touchscreen.  Customer's blood glucose level was 87 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.